Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the lead dislodged while connected to a temporary pacemaker when the drapes were removed. The lead was removed and another lead was implanted. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the reason for patient being externally paced was due to an infection and was unrelated to the lead.